Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the rs- ptfe wrinkled and rs- coil offset or deformed several places locate between 20-34 centimeters (cm) from terminal pin. The dislodgement allegation was confirmed based on observation of entire lead body appeared wavy. The lead tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was case of an attempted implant due to dislodgement. The physician did not like the appearance of the lead upon removal from the patient's body. The rv lead was never in service. No adverse patient effects were reported.